Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Per additional info, the device was removed from the pt due to being unable to irrigate. A new flexiseal was inserted into rectum however, still unable to irrigate via irrigation port. Flexiseal was removed immediately post insertion to examine further. Irrigation port still not flushable, possible fault with lumen patency or valve. There were no reports of the pt being harmed as a result of this malfunction. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014.

Event description:
It is reported a faulty blue port on the flexi-seal signal. Per the report, the nurse was unable to irrigate through the blue port while the device was inserted in the pt and also still unable to irrigate once it had been removed.